Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure, this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited pacing impedance measurements starting approximately at 1500 ohms that increased to high out-of-range pace impedance measurements and triggered a lead safety switch (lss). It was noted that impedance measurements were in the 500-600 ohm range prior to the tavr procedure. The lv lead was evaluated a few days later, and normal impedances and thresholds were observed. This crt-p and lv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following a transcatheter aortic valve replacement (tavr) procedure, this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead exhibited pacing impedance measurements start approximately at 1500 ohms that increased to high out-of-range pace impedance measurements and triggered a lead safety switch (lss). It was noted that impedance measurements were in the 500-600 ohm range prior to the tavr procedure. The lv lead was evaluated a few days later, and normal impedances and thresholds were observed. This crt-p and lv lead remain in service. No adverse patient effects were reported.